Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
A message was received stating: " we have a patient who underwent medial compartment arthroplasty with cemented makoplasty components #7 femur, #6 tibis, 8mm tibial insert (stryker triathlon press-fit) on (B)(6) 2015. Later he was involved in a motor vehicle accident and eventually had the hardware removed due to tibial component coming loose. It is out contention that the motor vehicle accident caused the need for hardware removal. It is patient's contention that something much less could have caused it."